Manufacturer narrative:
A site representative reported that they were unable to acquire a fluoro image during the second spin for the spine procedure. The pendant displayed 'standalone mode' and the following message was displayed on the mobile view station (mvs): "the mvs does not appear to be capturing frames. Image frame rates are below recommended levels. Please reconnect the cable between the [imaging system] and mvs and reboot the mvs. If the problem persists, contact technical service." The representative then exited the message and was able to acquire the fluoro images. There was no patient impact reported and there was no delay to the surgery. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, a frame rate error was observed. The medtronic representative replaced the umbilical cable. The system logs were sent to the manufacturer for analysis, as well as the replaced umbilical cable. A successful system checkout was performed which verified that the issue had been resolved. There was no fault found with the umbilical cable. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that they were unable to acquire a fluoro image during the second spin for the spine procedure. The pendant displayed 'standalone mode' and the following message was displayed on the mobile view station (mvs): "the mvs does not appear to be capturing frames. Image frame rates are below recommended levels. Please reconnect the cable between the [imaging system] and mvs and reboot the mvs. If the problem persists, contact technical service." The representative then exited the message and was able to acquire the fluoro images. There was no patient impact reported and there was no delay to the surgery. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.